Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew1905 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when reviewing cxr needed for placement confirmation it was noted that two metallic fragments were noted. Patient came back into ed on (B)(6) 2021 with complaints of shortness of breath. Patient had to be taken to interventional radiology for removal of the metallic fragments. The larger segment was removed but the smaller fragment was unable to be retrieved.